Event description:
In 2008, the pt reported that she was out of infusion sets and her current infusion site had been in use for 4 days. Her blood glucose was elevated to 500 mg/dl this morning and she bolused 4 units of insulin and noticed the infusion site was leaking. She stated that she typically changes her infusion site every 3 days and the infusion tubing every 6 days. She removed the infusion site and switched to injection therapy until her supplies arrive. Further attempts to follow up with the pt were unsuccessful. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.